Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead had migrated and caused patient to experience inadequate stimulation. The patient underwent a revision procedure wherein the lead was relocated and replaced. The patient was doing well postoperatively and the explanted lead will not be returned.